Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that nurse states her patient has a peg and the cap allegedly keeps popping open and stomach fluids are leaking. The duel port adapter was replaced, but the issue allegedly persists. Patient is using tape to keep the cap in place. Tape is removed when they need to access to flush. Currently the device is only being opened to flush and then is being taped down to stay in place. The patient is not using the g-tube as a feeding device. Patient is currently stable and able to eat orally, but anticipates the patients condition will progress requiring the g-tube to be used for nutrition.